Manufacturer narrative:
(B)(4). Review of the most recent repair record for pn 00770301500, sn (B)(4) determined the cutter did not produce a complete cut. The device was returned unrepaired. Review of the previous repair record pn 00770301500, sn (B)(4) identified the cutter did not product a complete cut which is related to the reported event. The device was returned unrepaired. Devices are used for treatment. A definitive root cause cannot be determined. The event is confirmed.

Event description:
It was reported that there was an incomplete mesh from previously prepared cadaver skin. There was no adverse event reported as a result of this malfunction.